Manufacturer narrative:
.

Event description:
Electrical issues were noted to the subject pacemaker. Reportedly an increase of impedance and threshold were observed in a follow up performed in aug 2010. During the follow up done on (B)(6) 2014 the patient complained dyspnea. Ventricular lead impedance above 3 kohm and ventricular capture failure were reported. On (B)(6) 2014 it was confirmed again the same issues relative to the ventricle. A re-intervention was performed on (B)(6) 2014. During the procedure the physician felt unusual feeling and idling of setscrew when he unscrewed ventricular setscrew. The ventricular lead was measured by an external psa and no irregularities were noted. A new pacemaker was implanted. Preliminary analysis showed that device operation was within specifications.

Event description:
Electrical issues were noted to the subject pacemaker. Reportedly an increase of impedance and threshold were observed in a follow up performed in (B)(6) 2010. During the follow up done on (B)(6) 2014 the patient complained dyspnea. Ventricular lead impedance above 3 kohm and ventricular capture failure were reported. On (B)(6) 2014 it was confirmed again the same issues relative to the ventricle. A re-intervention was performed on (B)(6) 2014. During the procedure the physician felt unusual feeling and idling of setscrew when he unscrewed ventricular setscrew. The ventricular lead was measured by an external psa and no irregularities were noted. A new pacemaker was implanted. Preliminary analysis showed that device operation was within specifications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Further analysis of the returned device confirmed proper electrical and mechanical function.

Event description:
Electrical issues were noted to the subject pacemaker. Reportedly an increase of impedance and threshold were observed in a follow up performed in aug 2010. During the follow up done on (B)(6) 2014 the patient complained dyspnea. Ventricular lead impedance above 3 kohm and ventricular capture failure were reported. On (B)(6) 2014 it was confirmed again the same issues relative to the ventricle. A re-intervention was performed on (B)(6) 2014. During the procedure the physician felt unusual feeling and idling of setscrew when he unscrewed ventricular setscrew. The ventricular lead was measured by an external psa and no irregularities were noted. A new pacemaker was implanted. Preliminary analysis showed that device operation was within specifications.

Event description:
Electrical issues were noted to the subject pacemaker. Reportedly an increase of impedance and threshold were observed in a follow up performed in aug 2010. During the follow up done on 19 feb 2014 the patient complained dyspnea. Ventricular lead impedance above 3 kohm and ventricular capture failure were reported. On (B)(6) 2014, it was confirmed again the same issues relative to the ventricle. A re-intervention was performed on (B)(6) 2014. During the procedure the physician felt unusual feeling and idling of setscrew when he unscrewed ventricular setscrew. The ventricular lead was measured by an external psa and no irregularities were noted. A new pacemaker was implanted. Preliminary analysis showed that device operation was within specifications.